Manufacturer narrative:
The instructions for use and patient manual and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of power sources are outlined. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of eight reports (3007042319-2015-03714, 3715, 3716, 3717, 3718, 3719, 3720 and 03721) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that a patient experienced a battery that is not holding a charge. No reported consequences or impact to the patient.